Event description:
It was reported that during a cardiac ablation procedure using the integrated dilator/needle and sheath, resistance was felt when inserting the integrated dilator/needle into the sheath, resulting in a kinked integrated dilator/needle. It was suspected that the inner sheath of the sheath was damaged. The patient was under general anesthesia, and the case was completed without any patient symptoms or complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012485323 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. No additional anomalies were detected. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. Borescope inspection of the shaft revealed a restricted ID with a ribbed bump. The lab test integrated dilator/needle could not be fully inserted into the sheath. In conclusion, the sheath failed the returned product inspection due to a kink observed on the side port tube and a restricted ID with a ribbed bump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.